Event description:
It was reported that pump experienced malfunction alarm malf 24 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.